Event description:
It was reported the patient¿s pump was implanted on (B)(6) 2014 and the patient¿s condition had changed on the morning of this report; however the patient was doing well this morning. It was noted an overdose was reported and the patient was flaccid in the lower extremities. The healthcare provider (hcp) decreased the dose on the date of this report to 30mcg/day. The patient¿s previous dose was 47mcg/day with a concentration of 500mcg/ml. It was further reported the cause of the issue was later determined to have been deep vein thrombosis (dvt) and bilateral pulmonary embolism (pe). The pump was turned down to 24mcg/day while a workup ensued. It was noted the issue had been resolved and the patient ¿reportedly improved.¿ the pump was being used to deliver baclofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).